Event description:
Reporter stated that customer received the following results on the active system within 2 minutes: 224 mg/dl and 112 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Note: upon investigation of the returned meter, the result of 224 mg/dl was not found.